Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event consisting of two shocks. Rapid atrial fibrillation contributed to the false detection. The pt was reportedly conscious and pressed the response buttons after the second defibrillation. The pt was admitted to the hospital and continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt was admitted to the hospital and continues use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor - (B)(4): (B)(6) 2013. Electrode belt: (B)(4): (B)(6) 2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.